Manufacturer narrative:
Device conclusion code also applies to tined lead, interstim (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported only 2 connections were functioning, with no positive results, no change in therapy. The patient stated the device was ok, not connected. The patient stated there was no particular event or circumstance led to the disconnect of the electrodes, after the fail, they tried reprogramming, negative results electrodes. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11lr5, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an appointment where the nurse tested his ins and told him he was not getting anything. The patient stated that when he got home, he got his patient programmer and increased stimulation 4 or 5 clicks, ran it up to 2.0, and had no effect. The patient confirmed that he did not feel stimulation so he changed to programs 2,3, and 4 but he didn't feel any stimulation going up to 2.0 and never felt a tingle. The patient reported that he did not increase further than 2 and when he initially got the device, he was trying all the programs and kept a diary. The patient also stated that when he started program 1, they set it on 1.2 then increased to 1.5 which was too strong so they decreased to 1.4. It was mentioned that the patient started leaking again and all of a sudden he was going through 2 pads a day, then 3, then 4. The patient reported no falls or traumas but the patient also had a recent colonoscopy. The change in therapy/symptoms was considered sudden and the patient was redirected to follow-up with the health care professional to resolve symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on january 2nd reported the steps taken to resolve the not feeling stimulation and leaking was the trips to healthcare professional (hcp) to check settings, reported most of the connections were not functioning, one was ok. The hcp reset the device to use that connection. The patient stated there was no results yet, the device was reset on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an appointment where the nurse tested his ins and told him he was not getting anything. The patient stated that when he got home, he got his patient programmer and increased stimulation 4 or 5 clicks, ran it up to 2.0, and had no effect. The patient confirmed that he did not feel stimulation so he changed to programs 2,3, and 4 but he didn't feel any stimulation going up to 2.0 and never felt a tingle. The patient reported that he did not increase further than 2 and when he initially got the device, he was trying all the programs and kept a diary. The patient also stated that when he started program 1, they set it on 1.2 then increased to 1.5 which was too strong so they decreased to 1.4. It was mentioned that the patient started leaking again and all of a sudden he was going through 2 pads a day, then 3, then 4. The patient reported no falls or traumas, the change in therapy/symptoms was considered sudden, and was redirected to follow-up with the health care professional to resolve symptoms. There were no further symptoms or complications reported or anticipated.